Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they went to have an MRI yesterday but was told they were not able to have it done because their implant was only compliant for head mris. Patient said they had just had an MRI done on (B)(6) for a liver MRI. Patient said they weren't aware of not being eligible for an MRI other than the head, and the facility went through the motion of checking the remote and all that kind of thing and did the MRI in march anyhow. Patient then said they kind of sense that the therapy may not be working quite well afterwards, as they had a lot of increased pain and had a hard time trying to get the therapy controlled at all. Patient also said the implant seemed to charge and everything, but they just didn't end up getting much effect from the therapy. Patient clarified they believe the issue started after the MRI in march. Patient asked possible effects of having the full-body MRI, agent reviewed labeling with patient. Patient also asked if the safety officer from that first MRI facility called mdt yet, agent reviewed pt's case history in cmf only shows a service MRI call, but nothing about the issue they reported today. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.